Event description:
It was reported that during the procedure for a left middle cerebral arteries (mca) aneurysm, the physician selected the subject stent. After the stent entered the sl-10 microcatheter from the introducing sheath, the physician encountered resistance during the delivery process. Despite multiple attempts, the resistance persisted. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The subject stent was returned for analysis and the device investigation revealed that the subject stent was received deployed within the proximal end of microcatheter. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received deployed within the proximal end of the microcatheter. The stent delivery wire (sdw) and the introducer sheath were returned. The microcatheter was noted to be intact. A 0.0158 mandrel was advanced from the distal end of the microcatheter in order to retrieve the stent. The stent was noted to be intact. All 3 marker bands were present on both ends of the stent. The sdw was noted to be kinked/bent at the distal end. The introducer sheath was noted to be intact. The functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported code 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that 'after the subject stent entered the microcatheter from the introducing sheath, the physician encountered resistance during the delivery process. Despite multiple attempts, the resistance persisted'. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was tortuous. During analysis, the stent was received deployed within the proximal end of the microcatheter. A 0.0158 mandrel was advanced from the distal end of the microcatheter in order to retrieve the stent. The stent was noted to be intact. The sdw was found to be kinked/bent at the distal end. Given the damage noted to the sdw, and the lack of damage noted to the distal tip of the introducer sheath, one possibility is that the introducer sheath was initially set up correctly but subsequently moved slightly proximally prior to stent advancement out of the sheath. Although we are informed in the follow-up replies that the sheath was correctly located and there was no gap present, if the rhv vent cap is not sufficiently tightened it is possible for the sheath to experience minor inadvertent proximal movement. Proximal movement of the sheath in the hub would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience resistance while attempting to advance the stent through the microcatheter. This is one possible explanation for the findings and the available information relating to this complaint. The reported codes ¿stent difficult/unable to advance or pullback through catheter¿ as well as the analysed ¿stent deployed prematurely during use¿, ¿sdw kinked/bent¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural and/or anatomical factors during use.